Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was found to be dislodged while slitting the lv delivery sheath. The lv lead was not used and replaced. The patient experienced no consequences and was discharged post-procedure.